Event description:
It was reported to philips that the system failed to bootup. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite confirmed that the system was unable to boot up. The fse checked main power distribution unit and control board fuses. Upon functional analysis, fse bypassed the mpdu, fuse and checked the system was powered on. After the bypass of the mpdu and fuse, the system returned to use in good working order. The codes were updated based on the investigation outcome.